Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. No additional information was known or reported as customer declined additional follow up with tandem technical support. There was no reported adverse impact to the customer's blood glucose level.